Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine pacemaker interrogation. The interrogation revealed that the atrial lead exhibited noise and an insulation defect was suspected. On (B)(6) 2018, the lead was capped and replaced successfully. The insulation defect was not confirmed.